Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital for chest pain. Diagnostic imaging was performed and a pericardial effusion was noted on the left side. There was no indication that an abbott product caused or contributed to the pericardial effusion. No intervention was performed, the patient was monitored and in stable condition.